Event description:
It was reported that the luer lock of a minicap transfer set would not attach to the titanium adapter when the transfer set was being changed. Another new transfer set was able to be connected to the titanium adapter. Forceps and chlorhexidine wipes were used during the line change. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.